Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was to be used during a colonic stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture in the colon. Prior to introduction into the patient, the stent was tested and it opened without issues. The stent system was then advanced over a bsc wallstent super stiff guidewire and the user again began deployment of the stent outside of the patient. However, at this time, the stent prematurely deployed. The stent "sprang off" off the delivery system and traveled backwards along the delivery system to the white handle. The stent was found on the guidewire which was exiting from the handle of the stent system. No visible issues were noticed to the device. The procedure was completed with another wallflex enteral colonic stent system. The user did not allege any malfunction of the guidewire used in the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was to be used during a colonic stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture in the colon. Prior to introduction into the patient, the stent was tested and it opened without issues. The stent system was then advanced over a bsc wallstent super stiff guidewire and the user again began deployment of the stent outside of the patient. However, at this time, the stent prematurely deployed. The stent "sprang off" off the delivery system and traveled backwards along the delivery system to the white handle. The stent was found on the guidewire which was exiting from the handle of the stent system. No visible issues were noticed to the device. The procedure was completed with another wallflex enteral colonic stent system. The user did not allege any malfunction of the guidewire used in the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - the reported event of stent prematurely deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle and outer sheath were fully retracted and the stent was fully deployed. The stent was not returned for analysis. No issues were noted with the profile of the delivery system. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.